Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call sensor break. Customer's blood glucose level was 11.5 mmol/l. Customer's mother advised the sensor never worked correctly. Customer removed the sensor and noticed that the cannula was missing and the introducer needle was hard to remove. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula bent and retracted inside of the sensor base. No broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.